Manufacturer narrative:
The device history record for the lot was reviewed; no anomalies were noted. A search of the complaint database revealed no additional complaints for lot number 11546985. The may 2008 15-month rf accessories product family complaint trend report was reviewed; no unfavorable trend was noted. The device was not returned for eval, as the complainant reported that the device was discarded after its use; therefore, an analysis is not available. The cause of the reported malfunction is undetermined.

Event description:
On may 27, 2008, it was reported to boston scientific corp that a biopsy procedure was performed using a coaccess introducer set. According to the complainant, during the procedure, the physician found that the coaccess introducer set device was "too long to retrieve a biopsy [sample from the pt]." There was no indication from the complainant of an adverse effect or complication experienced by the pt as a result of the reported malfunction.